Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had failed battery, unexpected restart and blank display. The customer¿s blood glucose level was 254 mg/dl. The customer reported that they had changed batteries and then they received unexpected restart, failed battery and blank display. The customer was advised if not aligned or tightened the pump may alarm failed battery test. Customer did not receive failed batt test. The troubleshooting was performed and was advised to insert the new battery. Customer states the display did not return. It was reported that the pump brought up unexpected restart alarm again for the second time during use of the pump. The customer was advised to disconnect from the pump. The insulin pump will not be returned for analysis.